Manufacturer narrative:
The customer verified performance of the access 2 immunoassay system by performing a passing system check and a passing fifteen (15) replicate access accutni+3 precision run. The access accutni+3 reagent was not returned for evaluation. The cause of the reported non-reproducible access accutni+3 results cannot be determined with the available information.

Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result, above the normal reference range of the assay, for one (1) patient on the access 2 immunoassay system (serial number (B)(4)). The customer repeat tested the sample three (3) times on the same access 2 immunoassay system and obtained lower results, within the normal reference range of the assay. The customer obtained a second sample from the patient. The access accutni+3 result for the second sample was within the normal reference range of the assay. The initial elevated access accutni+3 result was not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. All system parameters, including access accutni+3 quality control (qc), access accutni+3 calibration and system check, were within assay and instrument specifications. Samples are collected in lithium heparin plasma gel separator tubes. Samples are centrifuged at 1750 relative centrifugal force (rcf) for ten (10) minutes at room temperature. The customer did not note any issues with sample integrity.